Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Under visual inspection we noticed a tear in cuff. Due to fact that cuff leak was not observed prior use, because there are visible signs of use, it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. Root cause was attributed to failure to follow instructions for use. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken., corrected data: d10 - date device received for investigation.

Manufacturer narrative:
Other text: g5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the replacement of the suction tracheostomy tube and accessories, it was discovered that the air pressure bag had no pressure. It was reported that there was no adverse effects for the patient.